Event description:
It was reported when using the pyxis medstation es system, the device requires reimage and data sync. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that route cause of problem was server upgrade. A field service engineer replaced the hard drive, successfully bringing the station back online by connecting it with an ethernet cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.